Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 400 mg/dl. The customer also reported other blood glucose values such as in the range of 300 mg/dl, 350 mg/dl. The customer treated for high blood glucose with bolus and manual injection. The customer was declined to troubleshoot for high blood glucose level. The customer also reported that insulin pump had insulin flow blocked alarm and cannula was bent of infusion set. The customer was assisted with troubleshooting for flow blocked alarm and alarm was resolved by changing infusion set. The insulin pump will not be returned for analysis.